Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient was having to charge ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the hospital.